Event description:
Procedure: device was not used on a patient or in a clinical setting. Device was tested in an internal lab. According to the reporter: during dqa testing - 2 devices [ref. (B)(4)] got caught being inserted through a 5mm port during testing. Ref vs100705 (lot: j4m0009x) in addition, multiple units required excessive force to insert/remove the devices and the process was not as smooth as it should have been.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/24/2015. Based on review of the file, this report was determine to be a non-reportable event. The file has been updated from a malfunction to a complaint.